Manufacturer narrative:
Product analysis: the product specimen is not available for return. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after this annuloplasty band was implanted and sutured into place, the repair failed. The device was explanted and replaced during the same procedure with a bioprosthetic valve. The necessitated replacement was attributed to the patient's native valve. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.